Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 30 mmol/l. The customer¿s current blood glucose value was 12.8 mmol/l. The customer received insulin flow block alarm during bolus. The customer did experience symptoms of high blood glucose value such as moody. The troubleshooting was performed. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The auto mode feature was not active at the time of high blood glucose event. The insulin pump will not be returned for analysis.